Manufacturer narrative:
(B)(4). Correction to statement: "data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data. However, data evaluation did confirm a transmitter failure. The root cause could not be determined post-investigation." Device available for evaluation. Device evaluated by manufacturer.

Event description:
Data was provided for evaluation. Data evaluation confirmed a bluetooth pairing failure as well as a transmitter failure. The root cause could not be determined post-investigation. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the data log confirmed the reported event of a bluetooth pairing failure. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a bluetooth pairing failure. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data. However, data evaluation did confirm a transmitter failure. The root cause could not be determined post-investigation. Based on the investigation results this issue has been upgraded from non-reportable to reportable. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.